Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated during a kissing stent technique, the stent delivery system (sds) was unable to cross the lesion. Additionally, the stent strut uplift proximally. The iliac artery was the target lesion. The lesion was not predilated and percentage stenosis was unk. The vessel/lesion characteristics and patient's demographics were not available. The device was found intact during inspection prior to use. The guidewire was inserted passed the lesion. Subsequently, the sds was placed over the guidewire and advanced towards the lesion and device was unable to cross the target site. At this time, the sds was pulled back through a 7fr sheath and was noted the stent strut had uplift a bit proximally. Consequently, deployment was not attempted and device was exchanged for another to treat lesion successfully. There were no issues with the sheath introducer and no adverse consequence to the patient.